Event description:
It was reported that the patient presented via remote transmission. No patient symptoms were reported. The atrial lead exhibited low amplitude p waves and loss of sensing. No intervention was performed. The patient will continue to be monitored.